Event description:
The patient reportedly developed a skin flap wound at the incision site. Even though no infection was observed, 30 days of antibiotic treatment was prescribed (type unknown). Surgery was performed to rotate the skin flap to provide better coverage for the implant. The patient continues to be monitored.